Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found that the differential mix chamber drive did not activate. Differential sample and reagents were not mixing causing the pc2 errors. The fse replaced the mix chamber drive assembly and completed instrument verification.

Event description:
Customer reported pc2 errors and no differential results (non-numeric) were obtained for quality control (qc) and/or patient samples when using the coulter lh 500 hematology analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.